Manufacturer narrative:
(B)(4. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one female patient generated an axsym ca 125 assay result of 0.59 u/ml. This patient had previously tested at greater than 60 u/ml at another lab. The sample retested at 65.04 u/ml. Controls have remained within specifications. There is no impact to patient management reported.